Event description:
Tip broke in patient during rotator cuff surgery. Additional information confirmed that the distal tip of the awl dilator stayed in the patient. Bone quality was excellent. Dilator was tapped in with a mallet.

Manufacturer narrative:
Defect was confirmed visually instrument returned for evaluation minus broken tip. Breakage occurred approximately .150 from proximal end of the device just at the start of the thread taper. A review of production paper work shows no abnormalities. Mechanical inspection shaft part number (B)(4) when measured is within dimensional tolerances of revision a. Root cause of failure could not be identified. Returned portion of component meets all required dimensional requirements. (B)(4).

Manufacturer narrative:
(B)(4).